Manufacturer narrative:
Device passed the displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No unexpected drive or motor anomaly noted. Motor was tested outside device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the motor was louder than usual and also made grinding noise. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.